Event description:
It was reported that approximately 11 days following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed an aortic dissection in the descending aorta and aortic arch occurred. Subsequently, the patient was hospitalized. Per the physician, the patient's tortuous and calcified anatomy contributed to the event. Additional information was received indicating that, per the physician, both the delivery catheter system (dcs) and the guidewire contributed to the dissection. The sheath did not contribute to the dissection. Additionally, the patient's anatomical tortuosity, calcified shelves through the aorta, and the disease state contributed to the dissection. There was a sharp bend in the aortic arch which made a turn during advancement difficult. The location of the dissection is the descending aorta into the aortic arch and down through the ascending aorta into the aortic annulus. At this time, no intervention has occurred or was being planned to occur.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device. Updated data: b5. Added second paragraph. H6. H11. System reported dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 11 days following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed an aortic dissection in the descending aorta and aortic arch occurred. Subsequently, the patient was hospitalized. Per the physician, the patient's tortuous and calcified anatomy contributed to the event.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID: d-evolutfx-2329 (lot: 001238848); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. Added third paragraph. H6. H11. Added lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 11 days following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed an aortic dissection in the descending aorta and aortic arch occurred. Subsequently, the patient was hospitalized. Per the physician, the patient's tortuous and calcified anatomy contributed to the event. Additional information was received indicating that, per the physician, both the delivery catheter system (dcs) and the guidewire contributed to the dissection. The sheath did not contribute to the dissection. Additionally, the patient's anatomical tortuosity, calcified shelfs through the aorta, and the disease state contributed to the dissection. There was a sharp bend in the aortic arch which made a turn during advancement difficult. The location of the dissection is the descending aorta into the aortic arch and down through the ascending aorta into the aortic annulus. At this time, no intervention has occurred or was being planned to occur. Additional information was received indicating that medtronic guidewire was used during the initial attempt at advancement. For subsequent attempts a non-medtronic (lunde) guidewire was used.